Event description:
It was reported that the patient presented for an in clinic follow up. Upon review, the right ventricular lead exhibited loss of capture and low sensing. Lead dislodgement was suspected. The lead was explanted and replaced. The patient was stable.